Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. Please note that this medwatch report indicates reporter is venezuelan. Abbott diabetes care does not currently have product on market in venezuela. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported a packaging issue and unspecified delivery issue with the adc freestyle libre reader. Details of the user report are as follows: "this second device, once reviewed, we noticed that it arrived with a label on the box which said 'sample equipment' and also, this device came without a charger." There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.